Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified, however the alleged malfunction issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was not responsive. Additionally, an unspecified malfunction occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly. The customer reverted to manual injections for alternate insulin therapy.